Event description:
The customer reported that the system would not start/boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and found the 24 volt power supply needed to be replaced, but no conclusion can be drawn as repair information is not available.